Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the tubing on the probe to the valve was leaking. The fse replaced the tubing and the filter. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that the pipette bypass valve (pbv) was leaking on their iq200 system. The leak consisted of approximately 2 drops. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of event and there was no biohazard exposure to mucous membranes or open wounds. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.